Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), gallbladder disorder ("gallbladder disorder") and schizophrenia ("psychological or psychiatric problems condition: went into psychosis and became schizophrenic month after essure removal") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included blood pressure high, high cholesterol and schizophrenia. In 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced schizophrenia (seriousness criterion medically significant) and psychotic disorder ("psychological or psychiatric problems condition: went into psychosis and became schizophrenic month after essure removal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gallbladder disorder (seriousness criterion medically significant), endometriosis ("reproductive system disorder or condition type of disorder or condition: endrometrios"), cyst ("reproductive system disorder or condition type of disorder or condition: cyst"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain upper ("stomach pain"), headache ("headache") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full), salpongectomy (bilateral removal of fallopian tubes), and surgery (gallbladder surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, gallbladder disorder, schizophrenia, psychotic disorder, endometriosis, cyst, tooth disorder, dysmenorrhoea, dyspareunia, headache and migraine outcome was unknown, the genital haemorrhage, back pain and abdominal pain upper was resolving and the fatigue had not resolved. The reporter considered abdominal pain upper, back pain, cyst, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gallbladder disorder, genital haemorrhage, headache, migraine, pelvic pain, psychotic disorder, schizophrenia and tooth disorder to be related to essure. The reporter commented: the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: uterus,cervix,bilateral tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs events " abnormal bleeding (general), psychological or psychiatric problems condition: had psychosis after removal , reproductive system disorder or condition type of disorder or condition: endrometrios , cyst, dental problems, dysmenorrhea , dyspareunia, fatigue, back pain, stomach pain, headache, she did not undergo essure confirmation test" are added. Product, patient, lab data and reporter information are added. Outcome of event fatigue is not recovered / not resolved and back pain, stomach pain and bleeding are recovering/ resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), gallbladder disorder ('gallbladder disorder'), schizophrenia ('psychological or psychiatric problems condition: went into psychosis and became schizophrenic month after essure removal') and urinary retention ('couldn¿t pee') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pregnancy (twin pregnancy, delivered) in 2010, pre-eclampsia, depression, tobacco abuse, anemia and parity 2. Concurrent conditions included blood pressure high, high cholesterol, schizophrenia, yeast infection, vaginitis, vaginal discharge, itching, chest pain, palpitations, back pain, bloating and cyst. In 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced schizophrenia (seriousness criteria hospitalization and medically significant) and psychotic disorder ("psychological or psychiatric problems condition: went into psychosis and became schizophrenic month after essure removal"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gallbladder disorder (seriousness criterion medically significant), endometriosis ("reproductive system disorder or condition type of disorder or condition: endrometrios"), genital cyst ("reproductive system disorder or condition type of disorder or condition: cyst"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain upper ("stomach pain"), headache ("headache"), migraine ("migraine"), hepatomegaly ("I always feel like my liver is swollen"), cardiac disorder ("heart issues"), sleep disorder ("I¿m afraid to go to sleep"), cardiac discomfort ("feels like my heart is going to stop beating"), urinary retention (seriousness criterion medically significant), chest pain ("chest pain "), dizziness ("dizziness"), musculoskeletal discomfort ("pressure in hand and neck"), hypertrichosis ("hair growing on my face"), hot flush ("hot flashes") and costochondritis ("chest swelling"). The patient was treated with surgery (gallbladder surgery, hysterectomy (full), salpongectomy (bilateral removal of fallopian tubes), and hysterectomy (full), salpongectomy (bilateral removal of fallopian tubes), gallbladder surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, pelvic pain, gallbladder disorder, schizophrenia, psychotic disorder, endometriosis, genital cyst, tooth disorder, dysmenorrhoea, dyspareunia, headache, migraine, hepatomegaly, cardiac disorder, sleep disorder, cardiac discomfort, urinary retention, chest pain, dizziness, musculoskeletal discomfort, hypertrichosis, hot flush and costochondritis outcome was unknown, the genital haemorrhage, back pain and abdominal pain upper was resolving and the fatigue had not resolved. The reporter considered abdominal pain upper, back pain, cardiac discomfort, cardiac disorder, chest pain, costochondritis, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gallbladder disorder, genital cyst, genital haemorrhage, headache, hepatomegaly, hot flush, hypertrichosis, migraine, musculoskeletal discomfort, pelvic inflammatory disease, pelvic pain, psychotic disorder, schizophrenia, sleep disorder, tooth disorder and urinary retention to be related to essure. The reporter commented: the need for additional surgery. Discrepancy noted in date of insertion. In current follow up in insertion details reported as: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: results: uterus,cervix,bilateral tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, dysmenorrhea,pelvic inflammatory disease. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: hepatomegaly, cardiac disorder, sleep disorder, cardiac arrest, urinary retention, chest pain, dizziness, musculoskeletal discomfort, hypertrichosis, hot flush, costochondritis. Amendment: the report was amended for the following reason: meddra coding of event "feels like my heart is going to stop beating" was amended to "cardiac discomfort" (previously coded to "heart arrest"). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), gallbladder disorder ('gallbladder disorder'), schizophrenia ('psychological or psychiatric problems condition: went into psychosis and became schizophrenic month after essure removal'), cardiac arrest ('feels like my heart is going to stop beating') and urinary retention ('couldn¿t pee') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pregnancy (twin pregnancy, delivered) in 2010, pre-eclampsia, depression, tobacco abuse, anemia and parity 2. Concurrent conditions included blood pressure high, high cholesterol, schizophrenia, yeast infection, vaginitis, vaginal discharge, itching, chest pain, palpitations, back pain, bloating and cyst. In 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced schizophrenia (seriousness criteria hospitalization and medically significant) and psychotic disorder ("psychological or psychiatric problems condition: went into psychosis and became schizophrenic month after essure removal"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gallbladder disorder (seriousness criterion medically significant), endometriosis ("reproductive system disorder or condition type of disorder or condition: endrometrios"), genital cyst ("reproductive system disorder or condition type of disorder or condition: cyst"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain upper ("stomach pain"), headache ("headache"), migraine ("migraine"), hepatomegaly ("I always feel like my liver is swollen"), cardiac disorder ("heart issues"), sleep disorder ("I¿m afraid to go to sleep"), cardiac arrest (seriousness criterion medically significant), urinary retention (seriousness criterion medically significant), chest pain ("chest pain "), dizziness ("dizziness"), musculoskeletal discomfort ("pressure in hand and neck"), hypertrichosis ("hair growing on my face"), hot flush ("hot flashes") and costochondritis ("chest swelling"). The patient was treated with surgery (gallbladder surgery, hysterectomy (full), salpongectomy (bilateral removal of fallopian tubes), and hysterectomy (full), salpongectomy (bilateral removal of fallopian tubes), gallbladder surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, pelvic pain, gallbladder disorder, schizophrenia, psychotic disorder, endometriosis, genital cyst, tooth disorder, dysmenorrhoea, dyspareunia, headache, migraine, hepatomegaly, cardiac disorder, sleep disorder, cardiac arrest, urinary retention, chest pain, dizziness, musculoskeletal discomfort, hypertrichosis, hot flush and costochondritis outcome was unknown, the genital haemorrhage, back pain and abdominal pain upper was resolving and the fatigue had not resolved. The reporter considered abdominal pain upper, back pain, cardiac arrest, cardiac disorder, chest pain, costochondritis, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gallbladder disorder, genital cyst, genital haemorrhage, headache, hepatomegaly, hot flush, hypertrichosis, migraine, musculoskeletal discomfort, pelvic inflammatory disease, pelvic pain, psychotic disorder, schizophrenia, sleep disorder, tooth disorder and urinary retention to be related to essure. The reporter commented: the need for additional surgery. Discrepancy noted in date of insertion. In current follow up in insertion details reported as: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: results: uterus,cervix,bilateral tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, dysmenorrhea,pelvic inflammatory disease. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: hepatomegaly, cardiac disorder, sleep disorder, cardiac arrest, urinary retention, chest pain, dizziness, musculoskeletal discomfort, hypertrichosis, hot flush, costochondritis. Most recent follow-up information incorporated above includes: on 26-nov-2019: follow-up received. Events added- I always feel like my liver is swollen, heart issues, I¿m afraid to go to sleep, feels like my heart is going to stop beating, couldn¿t pee, chest pain, dizziness, pressure in hand and neck, hair growing on my face, hot flashes, chest is swollen. Medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), pelvic pain ('pain'), gallbladder disorder ('gallbladder disorder'), schizophrenia ('psychological or psychiatric problems condition: went into psychosis and became schizophrenic month after essure removal') and urinary retention ('couldn¿t pee') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pregnancy (twin pregnancy, delivered) in 2010, pre-eclampsia, depression, tobacco abuse, anemia and parity 2. Concurrent conditions included blood pressure high, high cholesterol, schizophrenia, yeast infection, vaginitis, vaginal discharge, itching, chest pain, palpitations, back pain, bloating and cyst. In 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced schizophrenia (seriousness criteria hospitalization and medically significant) and psychotic disorder ("psychological or psychiatric problems condition: went into psychosis and became schizophrenic month after essure removal"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding general"), gallbladder disorder (seriousness criterion medically significant), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometrioses"), genital cyst ("reproductive system disorder or condition type of disorder or condition: cyst"), dental caries ("dental problems / 10 cavitys filled"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain upper ("stomach pain"), headache ("headache"), migraine ("migraine"), hepatomegaly ("I always feel like my liver is swollen"), cardiac disorder ("heart issues"), sleep disorder ("I¿m afraid to go to sleep"), cardiac discomfort ("feels like my heart is going to stop beating"), urinary retention (seriousness criterion medically significant), chest pain ("chest pain"), dizziness ("dizziness"), musculoskeletal discomfort ("pressure in hand and neck"), hypertrichosis ("hair growing on my face"), hot flush ("hot flashes"), costochondritis ("chest swelling"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash after intercourse"), gastrointestinal disorder ("gastrointestinal disorder") and palpitations ("palpitation") and underwent tooth extraction ("had 4 molars pulled"). The patient was treated with surgery (gallbladder surgery, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), gallbladder surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, pelvic pain, gallbladder disorder, schizophrenia, psychotic disorder, endometriosis, genital cyst, dental caries, dysmenorrhoea, dyspareunia, headache, migraine, hepatomegaly, cardiac disorder, sleep disorder, cardiac discomfort, urinary retention, dizziness, musculoskeletal discomfort, hypertrichosis, hot flush, costochondritis, vaginal haemorrhage, menorrhagia, dermatitis allergic, gastrointestinal disorder and tooth extraction outcome was unknown, the genital haemorrhage, back pain and abdominal pain upper was resolving, the fatigue had not resolved and the chest pain and palpitations had resolved. The reporter considered abdominal pain upper, back pain, cardiac discomfort, cardiac disorder, chest pain, costochondritis, dental caries, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gallbladder disorder, gastrointestinal disorder, genital cyst, genital haemorrhage, headache, hepatomegaly, hot flush, hypertrichosis, menorrhagia, migraine, musculoskeletal discomfort, palpitations, pelvic inflammatory disease, pelvic pain, psychotic disorder, schizophrenia, sleep disorder, tooth extraction, urinary retention and vaginal haemorrhage to be related to essure. The reporter commented: the need for additional surgery. Discrepancy noted in date of insertion. In current follow up in insertion details reported as: 18jan2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: results: uterus,cervix,bilateral tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received : new reporter added. New event of "had 4 molars pulled added." Previously reported event of dental problems replaced with 10 cavity¿s filled. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), pelvic pain ('pain'), gallbladder disorder ('gallbladder disorder'), schizophrenia ('psychological or psychiatric problems condition: went into psychosis and became schizophrenic month after essure removal') and urinary retention ('couldn¿t pee') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pregnancy (twin pregnancy, delivered) in 2010, pre-eclampsia, depression, tobacco abuse, anemia and parity 2. Concurrent conditions included blood pressure high, high cholesterol, schizophrenia, yeast infection, vaginitis, vaginal discharge, itching, chest pain, palpitations, back pain, bloating and cyst. In 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced schizophrenia (seriousness criteria hospitalization and medically significant) and psychotic disorder ("psychological or psychiatric problems condition: went into psychosis and became schizophrenic month after essure removal"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), gallbladder disorder (seriousness criterion medically significant), endometriosis ("reproductive system disorder or condition type of disorder or condition: endrometrios"), genital cyst ("reproductive system disorder or condition type of disorder or condition: cyst"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain upper ("stomach pain"), headache ("headache"), migraine ("migraine"), hepatomegaly ("I always feel like my liver is swollen"), cardiac disorder ("heart issues"), sleep disorder ("I¿m afraid to go to sleep"), cardiac discomfort ("feels like my heart is going to stop beating"), urinary retention (seriousness criterion medically significant), chest pain ("chest pain"), dizziness ("dizziness"), musculoskeletal discomfort ("pressure in hand and neck"), hypertrichosis ("hair growing on my face"), hot flush ("hot flashes"), costochondritis ("chest swelling"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash after intercourse"), gastrointestinal disorder ("gastrointestinal disorder") and palpitations ("palpitation"). The patient was treated with surgery (gallbladder surgery, hysterectomy (full), salpongectomy (bilateral removal of fallopian tubes), and hysterectomy (full), salpongectomy (bilateral removal of fallopian tubes), gallbladder surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, pelvic pain, gallbladder disorder, schizophrenia, psychotic disorder, endometriosis, genital cyst, tooth disorder, dysmenorrhoea, dyspareunia, headache, migraine, hepatomegaly, cardiac disorder, sleep disorder, cardiac discomfort, urinary retention, dizziness, musculoskeletal discomfort, hypertrichosis, hot flush, costochondritis, vaginal haemorrhage, menorrhagia, dermatitis allergic and gastrointestinal disorder outcome was unknown, the genital haemorrhage, back pain and abdominal pain upper was resolving, the fatigue had not resolved and the chest pain and palpitations had resolved. The reporter considered abdominal pain upper, back pain, cardiac discomfort, cardiac disorder, chest pain, costochondritis, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gallbladder disorder, gastrointestinal disorder, genital cyst, genital haemorrhage, headache, hepatomegaly, hot flush, hypertrichosis, menorrhagia, migraine, musculoskeletal discomfort, palpitations, pelvic inflammatory disease, pelvic pain, psychotic disorder, schizophrenia, sleep disorder, tooth disorder, urinary retention and vaginal haemorrhage to be related to essure. The reporter commented: the need for additional surgery. Discrepancy noted in date of insertion. In current follow up in insertion details reported as: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: results: uterus,cervix,bilateral tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, dysmenorrhea,pelvic inflammatory disease. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: hepatomegaly, cardiac disorder, sleep disorder, cardiac arrest, urinary retention, chest pain, dizziness, musculoskeletal discomfort, hypertrichosis, hot flush, costochondritis. Most recent follow-up information incorporated above includes: on 9-mar-2020: plaintiff fact sheet received. Events gastrointestinal disorder, hypersensitivity, vaginal bleeding & menorrhagia palpitation were added. Event outcome added for chest pain product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), pelvic pain ('pain'), gallbladder disorder ('gallbladder disorder'), schizophrenia ('psychological or psychiatric problems condition: went into psychosis and became schizophrenic month after essure removal') and urinary retention ('couldn¿t pee') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pregnancy (twin pregnancy, delivered) in 2010, pre-eclampsia, depression, tobacco abuse, anemia and parity 2. Concurrent conditions included blood pressure high, high cholesterol, schizophrenia, yeast infection, vaginitis, vaginal discharge, itching, chest pain, palpitations, back pain, bloating and cyst. In 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced schizophrenia (seriousness criteria hospitalization and medically significant) and psychotic disorder ("psychological or psychiatric problems condition: went into psychosis and became schizophrenic month after essure removal"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), gallbladder disorder (seriousness criterion medically significant), endometriosis ("reproductive system disorder or condition type of disorder or condition: endrometrios"), genital cyst ("reproductive system disorder or condition type of disorder or condition: cyst"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain upper ("stomach pain"), headache ("headache"), migraine ("migraine"), hepatomegaly ("I always feel like my liver is swollen"), cardiac disorder ("heart issues"), sleep disorder ("I¿m afraid to go to sleep"), cardiac discomfort ("feels like my heart is going to stop beating"), urinary retention (seriousness criterion medically significant), chest pain ("chest pain"), dizziness ("dizziness"), musculoskeletal discomfort ("pressure in hand and neck"), hypertrichosis ("hair growing on my face"), hot flush ("hot flashes"), costochondritis ("chest swelling"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash after intercourse"), gastrointestinal disorder ("gastrointestinal disorder") and palpitations ("palpitation"). The patient was treated with surgery (gallbladder surgery, hysterectomy (full), salpongectomy (bilateral removal of fallopian tubes), and hysterectomy (full), salpongectomy (bilateral removal of fallopian tubes), gallbladder surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, pelvic pain, gallbladder disorder, schizophrenia, psychotic disorder, endometriosis, genital cyst, tooth disorder, dysmenorrhoea, dyspareunia, headache, migraine, hepatomegaly, cardiac disorder, sleep disorder, cardiac discomfort, urinary retention, dizziness, musculoskeletal discomfort, hypertrichosis, hot flush, costochondritis, vaginal haemorrhage, menorrhagia, dermatitis allergic and gastrointestinal disorder outcome was unknown, the genital haemorrhage, back pain and abdominal pain upper was resolving, the fatigue had not resolved and the chest pain and palpitations had resolved. The reporter considered abdominal pain upper, back pain, cardiac discomfort, cardiac disorder, chest pain, costochondritis, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gallbladder disorder, gastrointestinal disorder, genital cyst, genital haemorrhage, headache, hepatomegaly, hot flush, hypertrichosis, menorrhagia, migraine, musculoskeletal discomfort, palpitations, pelvic inflammatory disease, pelvic pain, psychotic disorder, schizophrenia, sleep disorder, tooth disorder, urinary retention and vaginal haemorrhage to be related to essure. The reporter commented: the need for additional surgery. Discrepancy noted in date of insertion. In current follow up in insertion details reported as: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: results: uterus,cervix,bilateral tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, dysmenorrhea,pelvic inflammatory disease. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: hepatomegaly, cardiac disorder, sleep disorder, cardiac arrest, urinary retention, chest pain, dizziness, musculoskeletal discomfort, hypertrichosis, hot flush, costochondritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), gallbladder disorder ("gallbladder disorder") and schizophrenia ("psychological or psychiatric problems condition: went into psychosis and became schizophrenic month after essure removal") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included eclampsia, pregnancy (twin pregnancy, delivered) in 2010, depression, tobacco abuse and anemia. Concurrent conditions included blood pressure high, high cholesterol, schizophrenia, yeast infection, vaginitis, vaginal discharge, itching, chest pain, palpitations, back pain, bloating and cyst. In 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced schizophrenia (seriousness criterion medically significant) and psychotic disorder ("psychological or psychiatric problems condition: went into psychosis and became schizophrenic month after essure removal"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gallbladder disorder (seriousness criterion medically significant), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), genital cyst ("reproductive system disorder or condition type of disorder or condition: cyst"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain upper ("stomach pain"), headache ("headache") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), ),gallbladder surgery) and surgery (gallbladder surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, pelvic pain, gallbladder disorder, schizophrenia, psychotic disorder, endometriosis, genital cyst, tooth disorder, dysmenorrhoea, dyspareunia, headache and migraine outcome was unknown, the genital haemorrhage, back pain and abdominal pain upper was resolving and the fatigue had not resolved. The reporter considered abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gallbladder disorder, genital cyst, genital haemorrhage, headache, migraine, pelvic inflammatory disease, pelvic pain, psychotic disorder, schizophrenia and tooth disorder to be related to essure. The reporter commented: the need for additional surgery. Discrepancy noted in date of insertion. In current follow up in insertion details reported as: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: uterus, cervix, bilateral tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, dysmenorrhea,pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 31-oct-2018: medical record received an event " pelvic inflammatory disease" was added. Reporter information and concomitant condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.